Event description:
It was reported that approx two weeks post op, it was discovered that two lower set screws were loose which caused the rod to slip and allograft bone to retropulse. A revision surgery was performed approx six weeks post op.